Event description:
It was reported that an implantable cardioverter defibrillator (ICD) delivered an inappropriate shock during an episode of fast tran sient atrial fibrillation (af). The device remains in use. The patient was hospitalized for ICD interrogation and device follow-up. This device is part of the optilink hf post-market study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.